Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/06/2015.

Event description:
According to the reporter: a piece broke off while &quot;placing&quot;. Pieces of the trocar tip fell into the cavity and were retrieved. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).